Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose at the time of the event was 726 mg/dl. He stated that his insurance did not cover his insulin anymore and that he switched to a type that was not effective. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.